Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date,(B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, may 31, 2023. D4 and h4: the complainant was unable to report the lot number. Therefore, the manufacture date and expiration date are unknown. H6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The hydrogel appeared to be half in the right place and half in the rectum. It was noted the patient's physician didn't plan to do a scope as he felt there was already a hole in the mucosa and the hydrogel was already in the lumen. The patient's physician planned to consider treating the patient if he was symptomatically okay after a delay. No further information has been obtained despite good faith efforts.